Event description:
It was reported that following a pump replacement with catheter revision the patient had "side effects" including throwing up, diaphoretic, and numb all over. The reporter noted that the dose had been unchanged. The patient had reportedly "overdosed" after the pump was restarted after surgery. The patient was given narcan and they decreased the dose 80% (also reported as 50%) and the patient was taken to the emergency room for observation. The reporter speculated about the possibility that there "could have been an issue with the catheter where the patient wasn't getting the full dose prior to the replacement and now that everything was flowing this could be part of the reason" but this was "just a hypothesis not confirmed by the healthcare professional." The priming bolus calculation was confirmed based on existing catheter 90.9cm-21cm removed=69.9; added 7.6cm of 8587= 77.5cm. 77.5 x 0.0022 = 0.171ml + 0.199 = 0.37 ml. It was confirmed that the manufacturer¿s representative programmed the priming bolus correctly. The patient¿s dose was reduced after the episode and had been since increased: medications: concentrations: rate/day: reduced dose: (B)(6) programming: hydromorphone 5.3 mg/ml, 5 mg/day, -2.5, 3 fentanyl, 1552.1 mcg/ml, 1465.59 mcg/day -732, 878.5, bupivacaine 20 mg/ml, 18.89 mg/day, -9.4, 11.3. After the patient's oxygen (o2) saturation was stabilized the patient was released and was doing ¿ok.¿ the patient was also diagnosed with pneumonia and was currently on antibiotics. The patient did not have any withdrawal symptoms at an evaluation on (B)(6) 2015. The patient had oral dilaudid and percocet remaining at home. The pump dose was to be increased by approximately 20% on (B)(6) 2015 for further relief. The pump was used to infuse fentanyl, hydromorphone, and bupivacaine. Follow up was conducted to obtain additional information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8578, serial# (B)(4), product type: accessory. Product ID: 8598, lot# b005359n11, product type: catheter. Product ID: 8709, lot# j10951r45, product type: catheter. Product ID: 8731, serial# (B)(4), product type: catheter. (B)(4).